Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/12/2024, it was reported by a sales representative via (B)(4) that an ar-13997mf scorpion broke during surgery. All fragments removed. This occurred during use in a case with no patient effect.

Manufacturer narrative:
The complaint allegation was confirmed. One unpacked ar-13997mf serial/batch number (B)(6) was received for investigation. Upon visual inspection, damage was observed at the tip, including nicks and scratches; additionally, half of the bottom jaw was missing, and the instrument exhibited significant wear and tear. The laser lines were also noticeably faded. No functional test was performed because of the damage to the instrument. The reported condition is most likely caused by user error overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.